Manufacturer narrative:
Film evaluation summary: the exact cause of the ¿e¿ marker being sewn in the wrong orientation could not be determined from the films provided. The normal bifurcate/gate orientation is that when the ¿e¿ marker is on the anterior surface the contralateral gate is oriented to the patient¿s left side. Films prior to implant and during implant showed that the ¿e¿ marker was seen in the ¿e¿ orientation; however, instead of gate deploying on the left side, the contra limb marker and gate appeared to have deployed on the right side. The films returned could not confirm if the ¿e¿ marker was located on the anterior or posterior side of the graft. Therefore, it is possible that either the ¿e¿ marker was sewn on the wrong surface of the bifurcate (posterior) or, the ¿e¿ marker was sewn on the correct anterior surface as a reversed ¿e¿ (like a ¿9¿).

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. It was reported that the ¿e¿ marker was placed in the wrong orientation on the stent graft. This resulted in the bifurcated device being deployed on the right side and the contralateral gate opening on the right instead of the intended left side. The physician was able to implant the contralateral limb and complete the procedure and the event was resolved. The physician stated that the cause of the event was device related. No clinical sequelae were reported and the patient is fine.